Event description:
As part of ameda, inc.'s quality management system activities, a review of historical complaints was conducted. It was determined that this complaint should have been reported to FDA. Customer contacted ameda, inc. On (B)(6) 2014 to report the purely yours breast pump she uses is sounding different as though it is losing energy and the suction and speed dials are not responding to her changing the settings. Customer states the milk output is decreased during pumping she was diagnosed with right breast mastitis by her health care provider on (B)(6) 2014. Customer was prescribed a course of oral antibiotics which did not resolve the infection. She was prescribed a different antibiotic which helped resolve the mastitis.

Manufacturer narrative:
The returned breast pump met ameda specifications when used at maximum speed and maximum suction. This is evidence that the breast pump was functioning as designed. The output of the returned ac adapter was confirmed to be within specifications and did not contribute to low suction. No evidence of allegation or malfunction was found.